Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was swimming in a pool with a known faulty lighting system and the patients implantable cardioverter defibrillator (ICD) mis-detected the sensed noise as ventricular fibrillation (vf). This resulted in the patient receiving inappropriate therapy from their device. It was noted that the sensing noise was consistent with that from an ungrounded source. The device was extracted, and the patient has been upgraded with a cardiac resynchronization therapy defibrillator (crt-d) system. No further patient complications have been reported as a result of this event.